Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mis discectomy surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate heat marks were observed along the shank of the bur and close to the fracture area. This suggests that the device was exposed to higher temperatures than normal while in use. Heavy striation marks were observed close to the fracture area. These markings align with the bearing position of the associated attachment (5407120970, s/n;(B)(4)) and such markings would suggest a malfunction of this component of the attachment.

Event description:
It was reported that during a mis discectomy surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay to obtain an alternative device. It was also reported the procedure was completed successfully.